Manufacturer narrative:
At this time no conclusions can be made. The cause of the alleged postoperative complications cannot be determined at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was reported by the patient's attorney: on (B)(6) 2016 - the patient underwent a "repeat mesh based pv sling and cystocele repair" and was implanted with a bard/davol flat mesh. Attorney alleges unspecified injuries in relation to the bard/davol mesh implant.